Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, calcification, white particles in the shell and total delamination on the plug strap disk shell. Leak test and microscopic analysis was performed which identified one opening (sharp) on the posterior and total delamination on the plug strap disk shell. The fill test inspection was performed, and the result of no blockage. Based on the device analysis the final assessment is a sharp opening due to an unidentified tear opening, and total delamination on the plug strap disk shell (adhesive failure).

Event description:
Health professional reported left side deflation. Device was explanted.